Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that there was poor communication with recharging and the implantable neurostimulator (ins) wouldn¿t charge. The patient noted that he hasn¿t turned the ins on in quite some time and the charging issue was discovered about one week prior to the report. It was also reported that nerve pain had been going down his foot; it was so bad that the patient could barely walk. The patient figured that nerve pain was coming because more tightness in the patient¿s sciatica was reported and stretching didn¿t help. So they wanted to use the ins again because it would help with the symptoms. In the end, the patient was redirected to their healthcare professional (to their) to schedule an appointment with a manufacturer representative (rep). There were no further complications reported or anticipated.